Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported issue was not confirmed in the event history log review. Per the sample evaluation, visual inspection and functional tests were performed and the reported problem was not confirmed. A simulated therapy was performed and completed as intended, with no issues observed. The cause could not be determined. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
Baxter (B)(4) received a report via fax from a technician regarding a homechoice (hc) machine that had variable fluid readings. It was reported that a patient had a last injection volume of 200ml per the prescription and when the nurse read the card, she observed that the last injection volume varied with 200ml, 300ml, 995ml and then 800ml. The sample is available for evaluation. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is available for evaluation. A 510(k) number will not be provided in the MDR. If additional relevant information becomes available, then a follow up MDR will be submitted.